Event description:
Additional information showed the patient had their device battery replaced. The patient was "doing great," and receiving appropriate stimulation. There were no problems during the procedure.

Event description:
Additional information received reported that x-rays showed that the lead was in the proper position of t7. Every attempt had been made to reprogram stimulation with no luck getting the patient to feel stimulation. Impedance measurements were still normal, and the battery voltage of 2.48 was a good voltage indicating that the problem was not a battery issue. The patient was scheduled for revision surgery on (B)(6) where the problem would be investigated. The manufacturer's device tracking registry showed that the patient's neurostimulator was replaced as scheduled. No other components were replaced.

Event description:
Additional information received reported that the patient felt no stimulation sensation. When stimulation was turned up the patient felt stimulation in the stomach. Impedances were in range and palpation did not elicit a change in sensation. X-rays showed no changes in the system, though it was unknown if the leads had changed. The patient had an appointment scheduled for the middle of (B)(6) where more troubleshooting would be performed.

Event description:
It was reported that the patient experienced tingling / vibration at the implantable neurostimulator site and extension, and stimulation in the ribs when certain electrodes were activated. There was no known accident or incident related to the complaint. It was noted that the patient was in a car accident in (B)(6) 2011, however, the symptoms began approximately one year ago and pre-dated the accident. Impedance was normal and movement and palpation did not cause stimulation changes. Reprogramming had been unable to provide the patient with the needed stimulation coverage. Additional information received reported that stimulation was intermittent. The patient had some positional stimulation, but not more than a typical patient. The battery was slightly low, but this did not explain the intermittency. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3998, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; extension model 748951, serial # (B)(4), implanted: (B)(4) 2004, explanted: na; extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; programmer model 7435, serial # (B)(4).